Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed. Pairing with nordic bluetooth device:passed .transmitter functional tester: passed. Share log review: found loss of connection found in the log within the investigation window the customer complaint was confirmed because there was an indication of a transmitter loss of connection. The reported event of a loss of connection was confirmed. The root cause cannot be determine.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.